Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine follow-up on (B)(6) 2018. It was discovered that the atrial lead failed to capture. Xray imaging conveyed atrial lead dislodgement. The lead was programmed off and the patient was stable. The atrial lead was repositioned on (B)(6) 2018. The patient was stable before, during, and after the procedure.